Manufacturer narrative:
The suspect monitor was returned to the manufacturer for evaluation. The testing was able to confirm the reported issue. The display functioned normally at startup, however the video was dark. The video then dropped after half an hour of burn-in. Unplugging and re-plugging the monitor cable restored video functionality. This confirmed an electrical failure due to poor image quality. The replacement monitor cable was shipped back to the manufacturer unused.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported the site stated that the monitor would shut down intermittently. The site reported that after re-connecting, the monitor worked properly for more hours. Other times, the colors were not accurate as the screen appeared a sort of blue-painted look, however, they could see properly. Normally re-connecting the cable to the navigation system staff cart resolved the issue. Return requested. Replacement surgeon lcd monitor shipped to site. Suspect monitor has not been received by manufacturer for analysis. On 01/16/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for replacement ext wide surgeon lcd cable - cable was returned, unused.

Event description:
A site representative reported that their navigation system lcd surgeon monitor did not work properly. No further details regarding this damage, or specifically when it occurred, were provided. There was no patient present when this issue was identified.